Event description:
Pt with history of cad, mi and ventricular tachycardia is referred for transvenous ICD generator change due to high charge times. Left ventricular ejection fraction is 30% and tyhe pt is in nyha class ii.